Manufacturer narrative:
The nim mainframe (part # (B)(4)) was returned for evaluation. Evaluation of the device indicated that the user had a saved setting of 0.02 mill-amps and 55uv for the threshold. This setting will not invoke a response on the nim system as the stimulus is set too low. The stimulus setting was changed and the unit worked normally. There was no functional fault found with the device. The feet were missing on the device. The missing feet was replaced and the software was upgraded to current version as part of preventative maintenance. The device was placed in the burn in for 24 hours attempting to observe any heat failures. After burn in the device did failed stim 1 and stim 2 performance tests. Due to this failure the cpu and dsp boards were replaced. The device was placed back in burn in and there were no further failures. The device tested to manufacturer product specifications and returned to the customer.

Event description:
It was reported that the mainframe nim 3.0 was not stimulating post-op. There was no patient impact.